Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the competitor's right atrial (ra) lead. The patient will be reviewed during their next follow-up. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the competitor's right atrial (ra) lead. The patient will be reviewed during their next follow-up. This crt-d remains in service. No adverse patient effects were reported. This report is being submitted due to an updated conclusion code.